Manufacturer narrative:
Model number/catalog number: sc-2317-50. Serial number: (B)(4). Batch/lot number: 20749666 / 20749666. Model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patients leads had migrated. The patient underwent a lead replacement procedure.